Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. In addition, the active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are most likely related to explantation surgery. The investigation findings appear to match the content of the recipient report. This is a final report.

Event description:
The recipient reported a sudden loss of hearing sensation with the device in (B)(4) 2016. In 2015 the recipient was hit on the head with a basketball, but she was able to hear after this episode, losing sound one year later. The recipient reported experiencing pain over the implant site, only when wearing the audio processor or during in situ measurements. The recipient was explanted.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been made available so far.

Event description:
The patient reports not having access to sound for the last year. This sound was lost suddenly. In 2015 the patient was hit on the head with a basketball, but she was able to hear afterwards and lost sound one year later. There is no plan for surgery at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports not having access to sound for the last year. A device malfunction has been found during the control appointment.